Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens tore during injection/delivery into the patient's eye. In a separate visit the lens was removed and a replacement lens was implanted. The problem was resolved. Cause reported as unknown.